Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 06feb2019 to assess the m01393 testing instrument in question. The test well images in question appeared as visually hazy. There were no errors or issues with the blood type. The camera calibration looked good and the event log showed no errors. The sample event log also showed no errors. Immucor technical support did not use a remote electronic connection method to assess the m01394 testing instrument in question. An immucor field service engineer (fse) visited the customer site to assess the two (2) testing instruments in question on 08feb2019. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when tested with a galileo echo instrument.